Event description:
On (B)(6) 2025, the user experienced an insulin occlusion alert while using a contact detach (cd) 23" 6 mm infusion set. The highest blood glucose (bg) recorded was 401 mg/dl. After resuming delivery and confirming insulin drops, blood glucose (bg) trended down gradually from 394 mg/dl to 270 mg/dl, and later to 167 mg/dl by evening. Blood glucose (bg) was corrected by resuming delivery. No symptoms were experienced by the user during the event, and no outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.